Manufacturer narrative:
Date of report : 09apr2019, date rec¿d by MFR : 19mar2019. The customer's biomed confirmed the reported nav-ring issue. The customer's biomed confirmed that the front bezel was replaced and the device is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed nav-ring.there was no patient involvement. Event date not specified; estimate used.